Event description:
Healthcare professional right side gel leached trough the device and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, creases, opening and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel leached trough the device" and capsular contracture baker grade iii.

Event description:
Healthcare professional right side gel leached trough the device and capsular contracture baker grade iii. Device has been explanted.